Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the lot number was missing on one box. Open package seal on one shelf pack was also reported. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received sixteen photos for investigation. The photos were evaluated and show the shrinkwrap on the product is open on the bottom and one 100-unit shelf pack is missing a label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for damaged/torn product component and missing label no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670; k231373. E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the lot number was missing on one box. Open package seal on one shelf pack was also reported. No patient impact reported.